Manufacturer narrative:
(B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the homechoice (hc) device was giving inconsistent readings during peritoneal dialysis (pd) therapy. The hc machine was set to 2l, but it was trying to put on 18/1900ml. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Review of the event history logs were performed with nothing found that would cause or contribute to the reported problem. A service history review revealed no previous service events that were related to the reported condition. Visual inspection, functional testing, electrical safety testing, calibration and simulated therapy were performed with no issues noted related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.